Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred after a bolus was delivered. The customer's blood glucose (bg) level was 380 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, the customer did not change the supplies, cleared the alarm, and resumed insulin delivery.